Manufacturer narrative:
Lot 14825760: UDI (B)(4). According to the gore® conformable tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to death. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being treated with gore® conformable tag® thoracic endoprosthesis to treat an acute thoracic aortic dissection. It was reported the patient expired on (B)(6) 2017. The physician stated the patient expired due to multisystem organ failure following the procedure, the patient tolerated the procedure. The physician is not contributing the patient's death to the graft implant.

Manufacturer narrative:
Correction: review of the event determined this event to be non-reportable due to the patient's death due to multisystem organ failure and not related to the graft implant. This medwatch will be voided. (B)(4).